Manufacturer narrative:
(B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that when cardioplegia is turned on, the temperature on the patient side drops as well. No patient involvement. This occured when preparing a back up in the event the device was needed. (B)(4).

Manufacturer narrative:
(B)(4). The customer has no service agreement with maquet. Therefore there is no service report available for the unit in question. Maquet cardiopulmonary accepts that the unit is not available for an investigation. Thus, we can not acknowledge the fault and the root cause of the reported issue. Furthermore the acceptance of guarantee will not be valid. The manufacturer recommends for the reasons outlined above, that the unit in question will be taken out of service. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).